Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The device was removed and replaced. The patient was discharged post procedure.